Manufacturer narrative:
Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient went to the emergency department having experienced dizziness, sweating, fatigue, and possible loss of consciousness. The device could not be communicated with, and no pacing activity was seen on the ECG (electrocardiogram). The pacing lead was tested via the analyzer and found to have normal parameters. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).